Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported information.

Event description:
The user facility reported that the device slipped, and that there was a patient injury. The nurse from the facility reported that the patient sustained a scalp laceration that was stapled, and then sutured. The incident occurred after the patient was repositioned during surgery. Integra disposable skull pins were used. No post-operative complications were reported. The procedure was a posterior fossa decompression.